Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a follow-up a decrease in sensing was observed. Lead dislodgement was confirmed via x-ray. When repositioning was unsuccessfull the lead was explanted and replaced. The patients condition was good after the event.